Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 40. Warnings: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water or an alcohol prep swab. Keep sterile materials away from any possible germs. Changing your pod. Chapter 3 / page 39. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If an infusion site shows signs of infection: immediately remove the pod and apply a new pod at a different infusion site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes. Chapter 13 / page 171-172. Infusion site checks. At least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat. Warnings: if an infusion site shows signs of infection: immediately remove the pod and apply a new pod at a different infusion site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. If you see blood in your cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod.

Event description:
It was reported that the patient had been to urgent care with high blood glucose levels while wearing a pod between 24 and 36 hours. It was reported that the patient received a pod alert during operation. Once at urgent care the patient was diagnosed with high blood glucose levels. The patient was treated with an insulin drip as well as antibiotics for pustule and cellulitis on the left arm. A prescription of cefadroxil 500 mg for twice a day for 10 days was given for the site infection.

Manufacturer narrative:
The returned device was evaluated and investigation results found no evidence of any damage or manufacturing deficiencies that would cause an infection at the infusion site. Although the investigation found no evidence of any damage, the reported event could not be determined. The data download returned an 0x6a alarm code, which indicates that an occlusion occurred. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an occlusion, so the reported event could not be determined. Cracks were noted on the top housing.